Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 alarm test due to moisture damage noted in force sensor resistor. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.